Manufacturer narrative:
Technician stated casters were not holding from age and normal wear. He replaced worn casters and adjusted brake to resolve. No injuries reported.

Event description:
Technician alleged brake mechanism locked into place, but brakes would not hold.